Event description:
The manufacturer received this device for evaluation in response to a distributor's report of "faulty lead". There was no patient harm or injury reported. Upon receipt of the device, the manufacturer noted there are exposed wires at the end of the power lead near the unit. The reported fault of problem with the mains lead was confirmed. Labeling warns the user that the power supply cord (ac) cannot be replaced by the user. If the power cord becomes damaged, the user is instructed to contact their provider or the manufacturer for replacement, as there is no service option. This device meets all relevant ul and iec standards. Based on the information available, the manufacturer concludes no further action is necessary.